Manufacturer narrative:
Pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Pump received with broken battery tube threads noted.

Event description:
The customer reported via phone call that the insulin pump had damaged at battery compartment. Customer¿s blood glucose level was 150 mg/dl. The customer was advised to discontinued the insulin pump and revert to backup plan. The device will be returned for analysis.